Manufacturer narrative:
The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The rx xience device referenced in b5 and d11 is being filed under a separate medwatch report number.na

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience xpedition stent delivery system (sds) and an unspecified whisper guide wire were used; however, the sds met resistance with the guide wire during advancement. Additionally, the device became stuck with the guide wire during removal. Therefore, both devices were removed as a single unit. When an attempt was made to separate the devices outside the anatomy, the sds became separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.